Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 340 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional tests could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.